Event description:
Procedure: thoractomy. Reportedly, the surgeon articulated the cartridge, placed it on lung tissue and fired. However when the instrument was opened the stapel were observed to be malformed however the knife had properly transected the lung tissue. The pulmonary vessel was also cut, and bleeding occured which the surgeon had to repair with sutures. The surgeon opened a new instrument and continued with several more firings.